Event description:
The facility reported a colleague infusion device that needs repair. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the event history, it was determined that the reported condition is failure code 810:11 (x1) on channel c which occurred during delivery causing an interruption of delivery.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred, a second proglide was used with the same results. Another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11was confirmed, but not duplicated due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. (B)(4).